Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not retunred.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's bg level was 400 mg/dl prior to the malfunction. However, the customer states it was due to currently being on steroids and not related to the pump. There was no impact to the customer's blood glucose (bg) level, related to the reported malfunction. It was indicated that the customer would use manual injections as alternate insulin therapy.